Event description:
According to the reporter: the balloon exploded inside the patient pre-peritoneum. Thirty pumps fr. Balloon used k-y jelly on tip. Email sent for additional information. Unsure about operating room time, no pieces were left in the patient's cavity, no additional blood loss, no tissue damage.

Manufacturer narrative:
(B)(4).